Event description:
On (B)(6) 2014, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient complained of new pain that did not subside following the surgery. The surgeon believed that an implant was near the s1 foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed two implants that were close to the s1 foramen and replaced them with shorter implants in the same holes. The patient is doing "great" following the second surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# 166195, manufactured 11/14/13, expires 2018-01. Ifuse implant, p/n 7045-90, lot# i0833, manufactured 10/14/13, expires 2018-09. Ifuse implant, p/n 7070-90, lot# 157758, manufactured 05/17/13, expires 2018-05.